Manufacturer narrative:
The reporter can't be contacted by the company, the product will not be returned.

Event description:
Consumer reported that the brush heads were wobbly, and the heads had come loose while brushing a few times. The consumer doubted the brush heads were genuine. No injury was reported.